Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient suffered from bradycardia due to the pressure problem and had a cardiac arrest. The hospitalization was prolonged.